Manufacturer narrative:
Complaint investigation confirmed a product deficiency for alinity m system sn (B)(4), due to the instrument was manufactured with an incorrect optical calibration on adu4 and, as a result, was out of configuration. On (B)(6) 2022, a decision was made to issue a customer letter to notify customers of the reported issue regarding incorrect crosstalk configuration being installed on the adu of the alinity m system. Urgent field safety notice / field correction recall (B)(4) was issued on (B)(6) 2022 to address this issue. It was deemed reportable per 21cfr 806 and therefore reportable under 21cfr803. This action was communicated to the FDA on (B)(6) 2022.

Event description:
The customer reported multiple exceptions for the respiratory simplex (virus) rsv target on their alinity m resp-4-plex assay on the alinity m instrument. The amplification/detection unit (adu) 4 had an incorrect optical calibration completed at the manufacturer, which caused the exceptions for the rsv target on the resp-4-plex assay. The incorrect optical calibration was due to the pipettor dropping a rv during the middle of the calibration. The kmc operator replaced the dropped rv, which contained a fluorescence dye for a specific optical channel, with a new rv that contained a fluorescence dye for the wrong optical channel. Since the incident occurred in the middle of the optical calibration, there were no error messages related to the optical calibration that would alert the operator. Due to the reported event, an incorrect crosstalk configuration was installed on the adu4 (position of amp03122 on the alinity m system). The incorrect crosstalk impacts the calculation of signal compensation of channel 4 signal (dye c610) in channel 6 (dye q705), and would therefore only impact assays using channel 6 as target (assays that use channel 6 as target: alinity m resp-4-plex, alinity m sti, and alinity m hr hpv). During the time period at the customer site, the instrument ran two assays - alinity m sars-cov-2 and alinity m resp-4-plex. As the sars-cov-2 assay does not contain a target on channel 6, results are not impacted. However alinity m resp-4-plex is a multiplex assay that utilizes multiple optical channels to check for sars-cov-2, flu a, flu b, and rsv with the sars-cov-2 target utilizing channel 4, and the rsv target using channel 6. Therefore, this reported event only impacts the rsv target of the alinity m resp-4-plex assay. The investigation identified a product deficiency for the alinity m system (sn(B)(4) due to the instrument was manufactured with an incorrect optical calibration on adu4 and, as a result, was out of configuration.